Event description:
Stent was checked prior to insertion, the sheath moved freely. After insertion into the pt the physician was unable to advance the stent through the sheath. The system was removed from the pt. The system was checked again, the stent could not be advanced through the sheath.